Event description:
A customer reported difficulties with the wake button on their pump, as it needed to be pressed hard several times to function, and it did not always work reliably. There was no reported impact on the customer's blood glucose level. The affected device is being returned to the distributor for examination, and a replacement pump with a new serial number has been issued.